Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implantable pulse generator (ipg) replacement procedure, both the right atrial (ra) lead and right ventricular (rv) lead exhibited cracking insulation near the pin sleeve of each lead. The physician applied silicone adhesive to each lead in an attempt to thwart a full insulation break. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.